Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "tip leak" ( air/water leakage from the distal end) was not confirmed, however, evaluation found pinhole on a-rubber (bending section) and due to pinhole, service repair noted that the watertightness is lost. Additionally, inspection found dirty control unit due to water leakage. Furthermore, device evaluation found peeling of the coating of the image guide (ig) insertion section , disappearance of marking greater than 1x1 mm2. This condition attributed due to deterioration and handling issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber has a chip (adhesive connection), connecting tube has a wrinkle. Angle wire found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Angulation lever has a crack. Due to damage on channel tube (ch-tube), forceps cannot be inserted smoothly. Bending tube has a dent. Connecting tube has a dent. Image guide (ig) bundle has significant breakages. Scratch found on connecting tube, angulation lever, s-cover, control unit. Follow up communication regarding the issue reported , the customer did not provide further information other than providing the frequency of use of the subject device. It was conveyed that the device is being use fifty (50) times per month, inspection performed on the device prior to use , cds information just stated "cleaning " no combination product being used with the subject device when the reported issue occurred. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "tip leak" ( air/water leakage from the distal end). No harm was reported. No patient harm, no user injury reported . Device evaluation found peeling of the coating of the image guide (ig) insertion section , disappearance of marking greater than 1x1 mm2. This report is being submitted due to the finding of peeling of the coating of the image guide (ig) insertion section , disappearance of marking greater than 1x1 mm2, (deterioration, defects of the insertion tube) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by the stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.